Manufacturer narrative:
H6: investigation summary. A mz1000-br sample was not available for investigation; however, the customer indicated the complaint sample was from lot 22095686. The feedback provided by the customer suggests leakage was detected from the maxzero female luer adaptor (fla) during infusion, however no visible damage was detected on the device. The customer also confirmed the connecting products were a medix 5 ml syringe and bbraun catheter. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22095686 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that the bd maxzero¿ needleless connector leaked the following information was provided by the initial reporter, translated from portuguese: the leak, apparently, was through the connection and the problem occurred in another unit/team. Description of complaint 7705747: we are receiving a technical complaint about the valved connector, with a leak in the infusion of the solution. Lot: 22095686.

Event description:
It was reported that the bd maxzero¿ needleless connector leaked. The following information was provided by the initial reporter, translated from portuguese: the leak, apparently, was through the connection and the problem occurred in another unit/team. Description of complaint (B)(4): we are receiving a technical complaint about the valved connector, with a leak in the infusion of the solution. Lot: 22095686.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H6: investigation summary: a mz1000-br sample was not available for investigation; however, the customer indicated the complaint sample was from lot 22095686. The feedback provided by the customer suggests leakage was detected from the maxzero female luer adaptor (fla) in connection with an unknown product. No further information was available to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22095686 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h10.